Manufacturer narrative:
Unable to prime during prime/a33 alarm test due to faulty fsr(gold). Unable to confirm excessive no delivery alarms due to prime anomaly. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump frequently alarmed for no delivery during a bolus. No air bubbles were seen in the tubing. The cannula was not bent. The blood glucose reading was not given. Nothing further was reported.